Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue with the mps delivery set. She reported that the delivery set leaked during the procedure. She said she did not notice until after the surgery was over when she opened the mps console door and noticed a drop of blood on the floor, it was a very small leak. The procedure was only an hour long so there was minimal. The report stated that the device was discarded by the hospital and not returned to the manufacturer for analysis.

Manufacturer narrative:
The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition.